Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
I have used your product before. Everything fit well. But after ten days the top soft part separated from the harder bottom part. Tried reheating the bottom part, did not work.